Manufacturer narrative:
In light of the notification, a thorough evaluation on the returned equipment and accessories was conducted. The findings were as follows: apcs. The units were found to be functioning as intended. The evaluation of each included an electrical safety check, a functional check of each of the equipment's features and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apcs. The coagulators were/are within specifications and all features were/are functioning properly. No anomalies were found in the device history record (dhrs) of the coagulators that may have been involved. Esus the units were found to be functioning as intended. The evaluation of each included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generators were/are within specifications and all features were/are functioning properly. No anomalies were found in the device history records of the esus that may have been involved. Biclamps. The devices that may have been involved in the events showed significant signs of wear. In some cases, parts of the biclamps were damaged. Uses/sterilization cycles of the devices ranged from 37 to 110. Nevertheless, the worn accessories did not contribute or cause the thermal lesions. Most likely, there were many factors involved in the reported incidents. However, the medical facilities use of the new lnomed neuromonitoring system appears to be an important factor involved with the events (i.e., thermal damage in the shape of the new lnomed neuromonitoring system's tube electrode). Nevertheless, no definitive determination as to what caused the incidents could be ascertained. Any, conclusive determination of what caused the events will be provided in a follow-up report.

Event description:
It was reported that patient incidents occurred with erbe equipment and accessories. The medical facility didn't know what erbe devices were possibly involved. Therefore, all are listed as follows: argon plasma coagulator (apc), model apc 2, part number (p/n) 10134-000, serial numbers (s/ns) (B)(4). Electrosurgical unit (esu/generator), model vio 300 d, p/n 10140-000, s/n (B)(4) as well as p/n 10140-100, sns (B)(4), esu/generator, model vio 3, p/n 10160-000, s/ns (B)(4), 5 biclamps, part number 20195-230, lot number not provided. Non-erbe accessory: bipolar forceps from kls martin/ all of the patients underwent surgery on their thyroid. Upon the intervention work, intraluminal thermal lesions of the mucosa of the glottis were observed with some patients on the first postoperative day, which ranged from edema to fibrotic proliferation. The lesions mainly occurred in patients with large goiters, thyroids and procedures that required a lot of hemostasis. The patients were partly clinically symptomatic (e.g., dyspnea, hoarseness) and partly asymptomatic, which led to various follow-up treatments (note: details were not provided.). All of the events occurred after the medical facility changed their neuromonitoring system from the manufacturer langer medical to lnomed. The lesions or coagulation marks on the tracheal/glottis mucosa had the shape of the tube electrode that was/is a part of the new lnomed neuromonitoring system (note: these types of lesions did not occur with the neuromonitoring systems from langer medical.). The erbe equipment and accessories were distributed to a hospital in (B)(6).